Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported "the battery keeps going on and off" so the patient is having a lot of infections. Caller said the patient is new to the area and doesn't know the name of the doctor the patient sees or the date the issues started. Caller said the patient did recently go to a urologist for medication for an infection. Agent did not ask about the circumstances that led to the reported issue.